Event description:
It was reported that approximately one month after initial implant an x-ray confirmed left ventricular (lv) lead dislodgement. A loss of capture and high thresholds were also noted. Additionally, the right atrial (ra) lead appeared to have "pulled back." The physician first attempted to reposition the lv lead. However, due to stenosis and a difficult patient anatomy, the physician elected to remove the lead and abandon the procedure after multiple attempts. Next, it was noted that "some slack had pulled back" on the ra lead but otherwise, the lead was "completely functional." No changes were made to the ra lead and it remains in use. Lastly, it was noted that during repositioning of the lv lead, r wave sensing had dropped on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix would not retract. Slack was added to the rv lead, changing the sense vector and resulting in improved r waves. The rv lead remains in use. Approximately one month after the repositioning attempt, the physician placed an epicardial lv lead which now remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that no anomalies were found on the lead.